Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 2.4 mmol/l at the time of incident. The customer stated that they treated the low blood glucose with sugar. The customer stated that they have been correcting the blood glucose with manual injections due to the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.